Event description:
It was reported by the nurse that when they opened the package, the centralizer was missing. They used a centralizer from another package instead.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.